Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9308016. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: with no sample analysis a probable root cause could not be offered. Rationale: based on the investigation the symptom reported by the customer couldn¿t be confirmed; we will continue monitoring and trending the complaints to this lot and symptom. This lot was produced for 1.38mm units, this is a cpm of 2.1.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, the nurse performed infusion therapy for the children. When 10ml preflushing was used for PICC catheter flushing, the pre-flushing needle was pushed to 3ml before the plug could not be pushed, so it was impossible to determine whether the catheter was unblocked. The replacement of pre-flushing continued to operate for the children, resulting in waste of supplies in the department and no impact on the children.